Event description:
Catheter returned post explant for analysis with report of loss of drug effect. Dye study of catheter showed catheter patent but physician could not aspirate through the catheter. Pump volumes expected vs. Actual within in normal limits. Follow up with hcp indicated that the pt experienced withdrawal symptoms including tachycardia, diarrhea, and anxiety. The pt was admitted and started on mso4 IV. The condition improved with the admininstration of mso4. The catheter was replaced and the pt is doing better and is being monitored frequently to adjust the dose to achieve pain relief.